Event description:
Customer called on (B)(6) 2011 reporting that the beckman coulter coulter lh 750 hematology analyzer generated erratic rbc results for multiple patient samples and none of the erroneous results generated instrument flags. After review of the data provided by customer, it was discovered that erroneous high rbc and platelet results were generated on three patient samples. As a result of the erroneous rbc results, incorrect rbc indices (hematocrit and mean cell hemoglobin concentration calculations) were also generated. Customer reported that patient #1 result was reported out of the lab while the other two patient results were not. Customer noted that patient #1 was run on the first shift prior to any instrument problems. Customer considered the initial run results that were reported from patient #1 to be correct because they matched previous results for that patient. Therefore the rerun results were considered incorrect and that no erroneous results were actually reported out of the lab. Each specimen was rerun on the same lh750 instrument and the customer considered the initial run results to be correct. Customer mentioned that no corrected report was sent out. Field service engineer (fse) was dispatched and was able to duplicate the error. Fse found that the rbc diluent dispenser had a leak causing bubbles to be counted as cells. Fse proceeded to replace the rbc diluent dispenser and verified repair as per established procedures.

Manufacturer narrative:
Leak was found in rbc diluent dispenser.